Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the implantable cardiac monitor (icm) was explanted and replaced due to poor sensing. It was believed that the poor sensing was due to icm placement. No patient complications have been reported as a result of this event.